Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 320-08-38 - glenosphere exp 38mm +4mm offset (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-04 - rs glenoid plate r post aug, 8 deg, right (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-38-00 - 145-deg pe 38mm hum liner +0.

Event description:
As reported, approximately 2 weeks and 3 days after the initial right total shoulder arthroplasty, the patient dislocated and was revised, where the stem came out by hand. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the revision reported cannot be confirmed from the information provided but may be the result of humeral loosening and dislocation. The reported humeral loosening and dislocation could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.